Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture was requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported implant rupture diagnosed via ultrasound and magnetic resonance imaging (MRI). Later explanting physician reported "the patient began to notice a loss of firmness in the left breast";"implant rupture". The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported "loss of firmness." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b3, b5, b6, d1, d2a, d4, d6b, g2, h4, h6.

Event description:
Patient reported implant rupture diagnosed via ultrasound and magnetic resonance imaging (MRI). The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.